Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy. The cable was connected to a disposable laparoscopic scissors and plugged into a valley lab forcefx electrosurgical unit. When the power was initially applied, there was no power to the scissors. On troubleshooting, the connector to the generator was noticed to be slightly unscrewed. The connector was screwed back in, and power was applied. When power was applied, the cable sparked and burned into two pieces at the end, that was connected to the generator. Another cable and instrument was substituted immediately to complete the case. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the wires are completely broken and shorted out at the generator end of the cable. Also, the male end connector is completely separated from the cable. It appears that the cable was repeatedly pulled by the cord for disconnecting instead of pulling the actual connector. Cause: user care and maintenance.